Event description:
Pacemaker was implanted into patient on march 12, 1991. January 27, 1993 the nursing home called to request a pacemaker telephone check due to irregular hear t rate. Check showed no pacemaker activity with the patient in third degree heart block at rate of 30. Patient was admitted to ccu where the pacemaker was programmed or interrograted. The pacemaker was removed and replaced on januray 28, 1993. Pacemaker clinic and physician will follow-up with patient. Pacemaker manufacturer contacted and is working with pacemaker clinicdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: connection or adapter failure loose, corroded, broken set. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.